Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high thresholds. The lead was extracted and replaced. No patient complications have been reported as a result of this event.